Event description:
Additional information received from the customer reported the issue occurred after a procedure. There were no complications for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found there were air/water supply issues due to a clogged nozzle, the bending section cover adhesive was separated and worn out, the light guide lens was cracked, the charged coupled device (ccd) cover lens was chipped, the universal cord was wrinkled, and angulation was out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope did not pass in the cleaning, disinfection, and sterilization (cds) machine and there was an air/water supply issue. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The foreign material was a non-organic amalgam of fibrous material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air/water nozzle was found to be clogged with a non-organic amalgam of fibrous material but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance to the device IFU. The event can be detected/prevented by following the instructions for use section below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ ¿reprocessing manual_ preparing the equipment for reprocessing_ equipment needed.¿ ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle¿. Olympus will continue to monitor field performance for this device.